Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain and residual stimulation in the legs from the ipg. Surgical intervention may take place to address the issue.